Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_cath, serial# unknown, product type: catheter. Analysis of the catheter found damage to the retaining ring fingers and coring in the seal of the sc connector. Leaking was seen during pressure testing; the catheter met leak criteria per (B)(4). Interrogation of the pump determined it was used to infuse.

Event description:
Information was provided by a an healthcare provider regarding an implantable intrathecal pump intended to deliver an unknown drug, indicated for non-malignant pain. It was stated that the patient¿s device system was explanted because she no longer wanted the pump. No complaints were alleged against the device system, and the pump and the catheter were returned to the manufacturer for analysis. No patient symptoms were reported.

Manufacturer narrative:
Interrogation of the pump determined it was used to infuse hydromorphone 20.0 mg/ml, at 3.670 mg/day. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.